Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have already adjusted the setting because it was too strong. Patient stated when they sit down it felt like a hot burning sensation in their left hip and they will take their breath. Patient said the next day they went down one more notch or one more number and it wasn't hurting them as bad but then they had a little accident and couldn't make it to the bathroom so they turned it back on and raised it back up one more. Patient confirmed it was now tolerable but still whenever they get up out of the seat it has that burning and they didn't know if it's too close to the skin. Patient mentioned that they have been adjusting the therapy but it's still uncomfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue.